Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a low blood glucose of 34 mg/dl. The customer had already treated with food, but stated he had been low for one hour. The customer did state that he had been drinking. During the call, the paramedics were called for assistance due to the customer's low blood glucose levels. The customer had also reported a lost sensor alarm. Assisted the customer with the alarm. Nothing further was reported.